Manufacturer narrative:
No further information was provided for the investigation. Based on the information provided, the cause of the event could not be determined. The investigation did not identify a product problem.

Manufacturer narrative:
The na electrode lot number and expiration date were not provided. The customer noted calibration issues. The investigation is ongoing.

Event description:
The initial reporter complained of discrepant results for 1 patient sample tested for sodium (na) on a cobas 6000 c501 module. The initial result was 169 mmol/l. On (B)(6) 2025, the repeat result was 172 mmol/l. The sample was repeated further with a result of 132 mmol/l. No questionable results were reported outside of the laboratory.

Manufacturer narrative:
The investigation findings, investigation conclusion, and component codes were updated. The field service engineer (fse) found an issue with the vacuum unit; a connector was blocked. The fse cleaned the part and checked the system. Calibration and qc were acceptable. The investigation determined that the issue found by the fse was the root cause of the event.